Event description:
Related manufacturer reference number: 3006705815-2024-01630 it was reported that patient experienced autoreducing after a recent fall. Lead diagnostics showed that all contacts had high impedances. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. Reprogramming was unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.